Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she tested her bg with a non-dario meter and received a bg reading of 119 mg/dl. A replacement of dario's strips was sent to the user. After the above was received, an attempt to follow up with the user was made in order to continue troubleshooting, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a message from her dario meter saying that four of her bg readings were "low". The user stated that she had no symptoms of having low blood glucose. The user reported that the following morning, she tested her bg with her dario meter and received a bg reading that was in normal range for her.